Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 250ml exactamix empty eva (ethylene vinyl acetate) bags leaked at the membrane port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between july 21, 2025 and july 22, 2025. H11: three (03) actual devices were received for evaluation. A visual inspection of the sample did not identify any abnormalities that could have contributed to the reported condition. A functional leak testing was performed and a leak was observed in the tubing between the spike port and the spike port assembly. The reported condition was verified. The cause of the condition could not be determined; however, may be related to manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.